Event description:
The patient placed the pump in a shower pouch. After the shower she noticed water had come in contact with the pump. It appeared to be working. At 2 a.m. Patient awoke with neusea, vomiting and dizziness. Blood sugar 490, took extra insulin dose. At that time pump not making normal clicking sound. In morning, patient felt worse, admitted to hospital with blood sugar of 500. The device was the property of the patient, and was sent directly to the manufacturerinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor, other. The device was not destroyed/disposed of.